Event description:
Complainant alleged that during functional testing the device displayed "defib disabled," "defib fault 72," and "defib fault 76" messages. Complainant did not indicate that there was any pt involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll med corp: the malfunction was duplicated and attributed to a faulty relay on the pace/defib engine. Analysis for reports of this type has not identified an increase in trend.